Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2015 allegedly due to infection. During the procedure, metallosis was noted. All components were removed and the procedure was completed with cement spacer molds.

Manufacturer narrative:
.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02385 / 02386).